Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary, drawer was failed. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, when the user tried to dispense the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) replaced both side rails on full height (fh) aux 2 drawer 5. Still the drawer was getting stuck due to broken bearing cages. Aux 2 drawer 3.1 was reported to be slow. So, the fse removed cubies in hardware test application (hta) and reseated row c row board cable as these cubies were failed after reboot. All cubies were then tested to be fully functional. Then the drawers were tested in hta and via inventory count. The system functioned as intended after the field service engineer repaired the device.